Event description:
It was reported that the pacemaker exhibited oversensing of electromagnetic interference (emi) noise during a revision procedure for lead dislodgement. The noise was confirmed to be due to the procedure. This pacemaker remains in service. No adverse patient effects were reported.